Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and had unresponsive keypad. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that there was no temp basal programmed prior to the unexpected restart alarm. The customer also stated that insulin pump was not stored or not in used for an extended period of time. The alarm did not occur shortly during battery change and it was recurring during normal use. Troubleshooting for button error/keypad anomaly was performed. The customer stated that the buttons were unresponsive and were scrolling earlier. The customer also stated that unexpected alarm and possible moisture exposure were the significant events leading to the keypad issues. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to verify unexpected restart alarm due to buttons not responding. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and broken battery tube threads.